Manufacturer narrative:
Addition: code 213-the review of the manufacturing paperwork verified that this lot met all pre-release specifications. Addition: code 22-the gore® excluder® aaa endoprosthesis instructions for use (IFU) states that adverse events that may occur and/or require intervention include, but are not limited to surgical conversion.

Event description:
On (B)(6) 2018, the patient underwent treatment of an abdominal aortic aneurysm using a gore® excluder® aaa endoprostheses to treat a ruptured abdominal aortic aneurysm. It was reported that the patient¿s anatomy was very tortuous and the aortic neck to land the device was short 4-5mm. The physician attempted to use a snare wire from the brachial artery to assist with deployment of the (rlt311417/18609083) device. After deployment the device migrated into the aneurysm sac. The physician chose to explant the device and convert to open repair. The patient tolerated the procedure.